Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01372. It was reported that implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system and the closure device was deployed. A recapture was required because the closure device was too big for the laa, but there was difficulty in recapturing the closure device. Force was applied and the closure device was able to be fully recaptured. The delivery system was removed and exchanged for a new one to complete the procedure successfully. There were no patient complications and the patient's condition is fine.